Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor watertightness of cable unit, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image flickers as soon as the cable was moved. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.